Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed... Review of the log files reveals occurrences of a critical battery alarm and switching events prior to the 25% threshold. These alarms and premature switching events are most likely due to communication anomalies between battery and controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.

Event description:
It was reported from (B)(6) by the biomedical engineer that the controller is suspected of being faulty. Critical battery alarms with vad stop were displayed; however, the patient would note that during the same time, the batteries indicated 2 green bars & 4 green bars. Log files were sent to the manufacturer for analysis. It was recommended by the manufacturer to exchange the controller & batteries. The controller and batteries were exchanged and the alarms were resolved. The effect to the patient was not reported. No further information at this time. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. Review of the manufacturing documentation confirmed that battery (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm and multiple vad stop alarms. Analysis of battery (B)(4) revealed that the device met specifications; the battery passed visual examination and functional testing. Analysis of battery (B)(4) revealed that the device failed to meet specifications; the battery passed visual examination but failed functional testing due to a faulty internal cell pair. The most likely root cause of the faulty cell pair is poor electrode winding alignment and gaps between electrodes due to a supplier's manufacturing deficiency. This is considered an incidental finding not related to the reported event. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and batteries. Based on log file analysis, the most likely cause of the vad stop alarm is due to a marginal driveline connection or a complete driveline disconnection. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and batteries. Based on log file analysis, the most likely cause of the vad stop alarm is due to a marginal driveline connection or a complete driveline disconnection. The controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Both power ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable.